Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Sled movement. Additional information requested and received: it was reported by the surgeon that on the second firing the powered endocutter started then stopped well short of a complete fire sequence. The analysis found that one pse45a device was returned in good visual condition and with an ecr45g partially fired 1/10 loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. An intra-operative photograph was received. Based on the photographic evidence of the subject pse45a, unformed staples can be confirmed, however, the photo does not provide evidence relative to what may have caused the issue.

Event description:
It was reported that during a thoracic case the device malfunctioned. The case was completed with a same/like device. There were no patient consequences reported.